Event description:
It was reported that during an unknown procedure, the device fired the first few times. Then the device misfired and then would not fire. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Device fired through lockout the analysis results of the el5ml found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The batch record was reviewed and no anomalies were noted during the manufacturing process.